Event description:
It was reported that a cartridge leaked purple fluid after normal loading, and the user sought confirmation that the ilet would remain functional; the agent advised that the user was safe and that device function would not be affected. Symptoms included no adverse symptoms and no impact to blood glucose. Outcomes included no clinical impact and no medical intervention. Investigation included review of user report and photographs. Investigation of this case revealed evidence consistent with a leaking cartridge component without associated pump alarms or performance degradation. It was concluded, based on previously established findings for similar reports, that the cause was a defective or damaged cartridge.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.